Event description:
During a pta / stenting treatment procedure, deflation difficulties were encountered with the ultra-thin diamond balloon catheter. The lesions being treated were 99% stenotic lesions located in the left and right inguinal arteries. The physician visualized the target lesions via ivus, then used a 6f 11 cm introducer sheath for right inguinal vascular access and a v18 guidwire to cross the lesion. A wanda 6/40 mm balloon was used to predilate the lesion for placement of a wallstent rp 10/39 mm stent. The wallstent was delivered to the lesion site and the ultra-thin diamond balloon was used for post-dilatation, but during post dilatation, the physician felt the balloon deflation time was excessive. When removing the balloon after third deflation, he was unable to withdraw the balloon into the sheath. The physician repeated the balloon inflation/deflation several times, but could not successfully withdraw it into the sheath. Therefore the balloon and sheath were removed together as a unit. The left inguinal intervention was subsequently completed without any difficulty. No patient injuries or complications were reported. Current patient status is reported as `good'.